Manufacturer narrative:
The customer¿s report of backflow check valve failure was confirmed. Testing of the returned part indicated a fail result. Disassembly of the check valve found that the check valve disc was being pinched within housing. The primary set and secondary sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed during visual inspection. Functional testing was performed and fluid and air bubbles were immediately noticed going into the primary bag. Fluid was also noted to have gone past the check valve indicating a faulty check valve. The identified root cause was caused by the check valve disc being pinched which is a supplier-related issue. A pinch disc would lead to a failure of the check valve.

Event description:
It was reported that IV sodium phosphate 15mmol/100ml (total volume is 110ml) was administered as a secondary infusion, connected to a primary set, over 2 hours through IV infusion pump. The device was programmed to infuse at a rate of 55ml/hr. The nurse noticed that a third of the medication bag contents had infused 10 minutes since it was started. The event occurred in intensive care unit (ICU). There was no patient harm. It was found during a non-bd investigation that the primary IV tubing's backflow check valve failed and the medication back flowed into primary infusion.

Manufacturer narrative:
Concomitant medical products: secondary tubing set (baxter jb0089m). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that IV sodium phosphate 15mmol/100ml (total volume is 110ml) was administered as a secondary infusion, connected to a primary set, over 2 hours through IV infusion pump. The device was programmed to infuse at a rate of 55ml/hr. The nurse noticed that a third of the medication bag contents had infused 10 minutes since it was started. The event occurred in intensive care unit (ICU). There was no patient harm. It was found during a non-bd investigation that the primary IV tubing's backflow check valve failed and the medication back flowed into primary infusion.